Event description:
The following has been reported: carriage kit for agilia sp. Removed back of casing to look for any damage. Case showed signs of dropping but no internal issues detected. Ran all calibration steps, device still does not see 50ml syringe. Replaced plunger head. Device could not detect any syringe installed, showed error on screen related to plunger driver. Replaced original carriage on plunger head, and reassembled. Went through calibrations at this step and device was able to identify syringes of the correct size. Reconnected original carriage to avoid wastage of parts to see if the fix would stay, at first it seemed to recognize syringes without issue however after reaching the force test portion of pm, syringe installation error message appeared again. Using new plunger head and carriage, now linearization step of calibration cannot be completed, and pump does not detect syringe when installed. Attempted with old plunger head and new carriage. Device can detect an installed syringe with the correct size. Linearization could be completed, and all calibrations could be completed. Pm passed (B)(6) 2024 - software updated to 2.2d. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided; therefore no review could be performed. The reported device and the defective spare part were not returned to our laboratory for analysis. As a result, no investigation could be conducted, and the reported event could not be reproduced or confirmed by our laboratory. However, a repair report was provided, stating that the pusher was replaced, and the device was subsequently operational. Based on the available information and the fact that the device/part was not returned, the root cause of the reported issue was probably a defective pusher (not returned). This complaint has been registered for statistical monitoring. If further evidence is provided later, we will re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety this complaint is considered as: not investigated the trend is: normal.